Event description:
A hosp nurse reported that three consecutive flashes or sparks appeared on a video monitor during a laparoscopic cholecystectomy procedure. At the time of the occurrence, the physician took a panoramic view of the laparoscopic site with an a4801a video laparoscope but did not detect anything unusual. The nurse reported that the procedure was completed with the same equipment and there were no known complications reported. The pt was grounded during the procedure. Several hours later, the pt began to bleed and was taken for an emergency exploratory procedure. During the examination, the physician observed a laceration to the duodenum and "pellet-like" (small) burns around the site. The nurse reported that the lacerated area was surgically repaired and the pt was in stable condition following the procedure.